Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had suspended due to low sensor glucose. The customer¿s sensor glucose value was 40 mg/dl while the blood glucose value was 101 mg/dl. Troubleshooting was performed. They will be sent a replacement sensor. The device will not be returned for analysis.